Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-55 - user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is stating that when they compare their results from their meter to her daughter's meter (truebalance and contour meter) it is reading higher. The customer is concerned with tests results from results obtained of 234 and 210mg/dl. The expected fasting blood glucose test result range is 115-140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was not performed, customer declined to conduct back to back blood test due to meter being unresponsive. Customer removed battery cr2032 reinstalled battery positive symbol facing upward. While going through the history meter shut off twice the test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).